Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the system implant procedure, the lead was left in the patient without a stylet or guidewire for few minutes. During this time, blood occluded the lead. The physician attempted to pass a wire down the lead without success. Physician then attempted to flush the lead and used reasonable amount of pressure. Lead was removed and lead damage was noted. The internal conductor wire was protruding out of the lead insulation. Lead was replaced. Patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.